Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed "air in line" and had a discrepancy between the displayed reservoir volume and the cassette contents during use. The cassette was found emptied; however, the pump indicated a remaining reservoir volume. There was patient involvement, no injury was reported.